Event description:
Customer reported that the device ac mains light was illuminated, but it would not charge the installed battery. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control is anticipating the device return for eval/repair and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to FDA as provided by 21 cfr 803.56.